Event description:
On (B)(6) 2026, 17:00. The nurse, following physician orders, attempted to insert an arterial cannula into a newly admitted patient for arterial blood pressure monitoring. During the procedure, blood return was observed. Upon advancing the cannula, resistance was encountered, ultimately resulting in a failed insertion. The arterial cannula was withdrawn, revealing that the outer sheath of the needle tip exhibited tearing and irregular edges.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.